Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the inuslin pump may have been exposed to moisture. Customer's blood glucose reading was 70 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump passed displacement test. No button error alarm noted. Intermittent button response due to corroded keypad traces. Cracked reservoir tube lip, cracked battery tube threads and cracked case near lcd window corner.